Manufacturer narrative:
This complaint has been reassessed and found not to be a reportable event. It was concluded that the event did not lead to a serious injury or have potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the unit tested satisfactorily. The most likely cause for the additional condition is not applicable because no problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open loop colostomy, on transection of the colon, the surgeon fired a stapler on the first fire and it worked fine. The surgeon used a second reload in the same handle and there was an incomplete staple line with what appeared to have stapled only proximally and distally and the user had to over sew. No tissue was stapled in the middle. This also caused the peritoneal cavity to become contaminated due to the contents of the bowel leaking into the abdominal cavity. The same thing happened on the third reload and the operator had to over sew that as well. It was determined that there was poor staple formation on the second and third reloads. The operator used five cartridges in all and it was difficult to isolate which ones were partially fired. So the doctor opened a new handle and reload that fired and stapled the tissue appropriately and did not have to over sew. It was noted the pusher bars were seen on the proximal and distal end of the spent cartridge, but no clear pusher bars were visible in the middle of the cartridge.